Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.

Event description:
A school nurse was trying to remove a used lancet from a microlet2 lancing device when she received an accidental needlestick. The nurse did not think the student had any other diseases besides diabetes, but she stated that she would contact his family to be sure. No other information was provided about the incident. A new lancing device was sent to the nurse.